Event description:
It was reported that the customer had a crack and condensation on the screen. The customer blood glucose level was unknown. The customer states the pump was exposed to moisture. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads. No moisture damage on keypad traces, motor assembly or electronic assembly noted during visual inspection.